Event description:
It was reported that the artificial urinary sphincter (aus) device failed due to fluid loss from the pressure regulating balloon. The aus device was explanted and a new aus device was implanted. The outcome of the patient following the surgery was successful.